Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had a hole and leaked. The following information was provided by the initial reporter: material #: 2420-0500, batch #: 20043252. It was reported a hole in the tubing, primed but not used where the iron was leaking out.

Manufacturer narrative:
It was reported that there was a hole in the tubing that leaked during priming. Received one used primary set model 2420-0500, lot 20043252 with the original packing pouch. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a cut/slice on the tubing (p/n tc10012940) 3-3/4 inches above the distal smartsite and a small puncture on the surface of the product¿s packaging pouch. Residual dark colored liquid leaked from the cut tubing, confirming the customer¿s report of a leak. No other anomalies or tools marks were observed throughout the set. Functional testing could be performed on due to the cut in the tubing. Equipment used (inspection performed on 24aug2020). Optical ram-cnc, eq08204, calibration due date: 05feb2021. Ruler, eq 100629, calibration due date: 30apr2021. A device history record for model 2420-0500 with lot number 20043252 was performed. The search showed that a total of (B)(4) were built in 1 lot on 25apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that there was a hole in the tubing that leaked was confirmed due to a small tubing slice/cut on the tubing above the distal smartsite. The root cause of the cut tubing was identified as a manufacturing issue due the use of cutting blades that can cause this types of cuts/slices during the assembly of the set by an operator error. Bd nogales manufacturing facility is aware of the cut/slice tubing issues and had issued a quality systems memo. The memo was attached to trackwise file. Bd manufacturing reinstructed the affected manufacturing personnel and will continue to monitor this failure for any rising trends. H3 other text: see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing had a hole and leaked. The following information was provided by the initial reporter: material #: 2420-0500 batch #: 20043252. It was reported a hole in the tubing, primed but not used where the iron was leaking out.